Event description:
It was reported that a pt underwent a breast reduction procedure in 2009. Five days later, the pt experienced huge blisters that appeared like burns on the skin. The surgeon treated the pt with antibiotics.

Manufacturer narrative:
Date sent to the FDA: 09/16/2009. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.